Event description:
On (B)(6) 2010, a 12 x 25 piece of veritas was used for an abdominal wall repair and approx 7 days post implant, the pt suffered reherniation. Due to the pt's condition, the pt had remained hospitalized following veritas implant on (B)(6) 2010. It was noted that during re-operation to repair the hernia recurrence, there was also removal of a wound vac, however, it was not known when the wound vac had been placed. Upon entering the abdomen, it was noted that the veritas tissue was "tearing out and disintegrating between the physician's fingers". Veritas was removed and an alternative surgical mesh was placed in the abdomen to repair the defect. Approx 2 weeks post repair, the pt was taken back to the operating room, at which time, it was noted that the alternative surgical mesh had disintegrated in the same manner as the veritas implant. Additionally, a hole in the stomach was noted and repaired. It is unk if the alternative mesh was removed, however, it was reported that a vac was placed on the pt's abdomen. The pt remains hospitalized (approx 3 months).

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met spec at the time of manufacture.